Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, during loading the lens would not fit through cartridge and unable to advance so the lens was not inserted into the patient however, the tip of the lens had contact. The patient was referred for a vitrectomy to complete the scheduled procedure. Additional information has been requested but is not available at the time of this report.